Event description:
It was reported that a caregiver (cg) received a shock to the hand from a homechoice (hc) when they were adjusting the power cord on the back of the machine. The shock was described as a tingling. This occurred during drain 4 of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the device was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted related to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirement related to reported issue. Should additional relevant information become available, a supplemental report will be submitted.